Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had trouble with stimulation on his left side. Diagnostic tests confirmed that the lead is in the correct place and has not migrated. Sjm representative attempted programming the left side without success. Sjm representative will discuss available options with patient and doctor.